Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es component was not available the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es component was not available. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not able to retrieve all components. The technical support specialist (tss) had connected to the server and verified that the user should have been able to remove medications without any restrictions. Medication inventory settings could not be fully reviewed due to intermittent server unresponsiveness, and it was noted that the server had not been rebooted for 305 days. A reboot was strongly recommended to restore stability, and the case was closed accordingly. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.